Manufacturer narrative:
No patient sample or customer product was returned to immucor for immucor investigation. Immucor technical support used a remote electronic connection method to assess the test well image in question on (B)(6) 2017, which appeared with slight agglutination.

Event description:
On (B)(6) 2017, a (B)(6) customer reported obtaining an unexpectedly positive rh (d) red blood cell antigen typing on the galileo echo.